Event description:
Additional information indicates that this ICD and rv lead had again exhibited subsequent high right ventricular pacing lead impedance through patient home monitoring system. Attempts to obtain further information were made, but were unsuccessful. The system remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that high pacing impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular lead through the remote monitoring system. Additional information indicates that no other measurements were out of range. The patient will be monitored through the remote monitoring system. No lead revision was done. Therefore, the device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.